Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 5/7/2020, mentor became aware that the baker grade on the right side capsular contracture is IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 395 cc mentor memoryshape breast implant on the left side and with 445 cc mentor memoryshape breast implant on the right side and experienced itching on entire body when the body temperature is elevated and right side capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On 5/7/2020, mentor became aware that the baker grade on the right side capsular contracture is IV. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 5/11/2020, mentor became aware that field h5 (labeled for single use?) Was inadvertently marked as "no" under the previous (initial) submission. It has been corrected to "yes" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).